Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they had to press the buttons at weird angles in order to rewind and prime. The customer stated they had been having the issue for a couple of months. They could not recall any significant events leading up to it. The customer's blood glucose level was 97 mg/dl. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.